Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 368059 meets expectations. Batch record was reviewed; lot met final release specifications; there is no indication of a product deficiency . Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported a variance between the inratio inr result and the lab inr result. The results were as follows: inratio inr=1.7; laboratory inr=3.3. The patient's expected range is: 2.0-3.0. Previous inr readings: 2.9, 2.6, 2.2.